Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning intermittently on the day of the reported event. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.